Event description:
String has torn during insertion, at least an inch if not more- tampon [device breakage] case narrative: consumer reported via e-mail that the tampon string has torn during insertion. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String has torn during insertion, at least an inch if not more- tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon string has torn during insertion. No injury reported.

Manufacturer narrative:
Product investigation is in progress.